Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15410. It was reported the pt is experiencing heating at the ipg site while charging. A replacement le charging system was sent to the pt. F/u identified the pt's issue was resolved with the use of the replacement le charging system.

Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.